Event description:
It was reported that the system did not initially boot up. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and found the batteries needed to be changed. The changer and batteries were working as intended and after the batteries were changed the system operates as intended.